Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of several times microbiological testing by the user facility, unspecified microbes were detected each time from the sample collected from the subject device. The subject device had been reprocessed with an olympus automated endoscope reprocessor, etd-4 (not available in the USA). The user facility did not provide other detailed information such as the number and the type of microbes. The occurrence date of the event is unknown, and there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the additional (second) testing, no microbe was detected from the sample collected from the instrument channel, the suction channel, the air/water channel, the auxiliary water channel, and the distal end of the subject device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found the following. The light guide lens and the objective lens were cracked. The adhesive around the light guide lens and objective lens was porous. There were impact points on the distal end cap. The adhesive of the bending section rubber was porous and broken. The air/water cylinder had deposit. The suction cylinder had deposit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being supplemented to provide additional information and to correct the serial number of "additional device information" on the initial report submitted on july 10th, 2021. Additional information: the subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. Instrument/suction channel: stenotrophomonas maltophilia (>20 cfu/ml). Air/water channel: stenotrophomonas maltophilia (>20 cfu/ml). Auxiliary water channel: stenotrophomonas maltophilia (7 cfu/ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented. Corrected information: "serial number" should be "(B)(4)", and not "(B)(4)" as previously reported.